Event description:
It was reported that a crack was found in the silicone tubing and a leak was observed in the silicone tubing. The event occurred during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection and leak testing identified a cut in the tubing approximately 9.5 inches from the sleeve. Clear passage and clamp function testing were performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.